Event description:
A phone call was received from the sales rep with the following information: the stent dislodged from the ballon and was deployed in a non-target site. The procedure was prolonged, but there were no pt consequences. The physician wan trying to deploy the cypher stent in the obtuse marginal (om2) lesion. When passing the left main (lm) and the circumflex (lcx) the stent was unable to cross the lesion. This was a high lateral lcx lesion. The physician tried to withdraw the stent back through the guide catheter. His intentions were to remove the cypher sds and use a competitor's stent instead. As the sds was coming out of the lcx and into the lm, the stent dislodged from the balloon. The physician then advanced another balloon into the dislodged stent and deployed it within the lm with good results. The om 2 lesion was not stented. The pt was discharged from the cath lab in stable condition.